Event description:
It was reported that the pump exhibited force sensor error. No patient injury was reported.

Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was cracked by the tube holders and the battery door was cracked. A review of the event history log identified force sensor test error in the history. Functional testing was performed using the power up process and test force sensor reading. The force sensor test error was found at power up and was unable to calibrate the force sensor. The root cause of the problem was related to normal wear of the pump as it is over 12 years old. Replaced force sensor also the plunger cable for preventive. No product information has been provided to date. This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147.